Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. The field report and the observation of a twisted lead body, which is an indication of twiddler's syndrome (a patient turning the pg device in the muscle pocket). This type of induced damage is due to a failure to follow instructions.

Event description:
It was reported that the right ventricular (rv) lead had dislodged, exhibited loss of capture (loc) and showed a high impedance out of range. The dislodgement had been confirmed through x-ray and the rv lead had been turned off. Additionally, the patient experienced thumping. Further information received had indicated that during the lead extraction procedure, upon opening the pocket, there was a sign of possible twiddler syndrome. This rv lead was explanted and a new lead of the same model was successfully implanted. The lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated b5 describe event or problem with additional information received from the field. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. The field report and the observation of a twisted lead body, which is an indication of twiddler's syndrome (a patient turning the pg device in the muscle pocket). This type of induced damage is due to a failure to follow instructions.

Event description:
It was reported that the right ventricular (rv) lead had dislodged, exhibited loss of capture (loc) and showed a high impedance out of range. The dislodgement had been confirmed through x-ray and the rv lead had been turned off. Additionally, the patient experienced thumping. Further information received had indicated that during the lead extraction procedure, upon opening the pocket, there was a sign of possible twiddler syndrome. This rv lead was explanted and a new lead of the same model was successfully implanted. The lead was returned for analysis. No additional adverse patient effects were reported. Additional information was received stating this patient experienced two electrical shocks due to dislodgment. These shocks accelerated the rhythm into ventricular tachycardia (vt). Also, an hematoma issue was noted as well as severe pain. No additional adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found an anomaly. The field report and the observation of a twisted lead body, which is an indication of twiddler's syndrome (a patient turning the pg device in the muscle pocket). This type of induced damage is due to a failure to follow instructions.

Event description:
It was reported that the right ventricular (rv) lead had dislodged, exhibited loss of capture (loc) and showed a high impedance out of range. The dislodgement had been confirmed through x-ray and the rv lead had been turned off. Additionally, the patient experienced thumping. Further information received had indicated that during the lead extraction procedure, upon opening the pocket, there was a sign of possible twiddler syndrome. This rv lead was explanted and a new lead of the same model was successfully implanted. No additional adverse patient effects were reported.